Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded the normal range, registering as "high," but no specific value was given. The customer administered a correction bolus via the pump to address the high bg level. Customer changed cartridge and infusion set to address the issue.